Event description:
A lead extraction procedure commenced to remove one right ventricular (rv) lead due to non function. A glidelight device model 500-302 was in use. During this time, an effusion was noted. A tamponade resulted, and rescue efforts began, including pericardiocentesis. The intervention was effective and the patient survived the procedure.